Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / pelvic cramping') in a 36-year-old female patient who had essure (batch no. B53554) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendinitis, premenopause, irregular menstruation, vaginal discharge, menses irregular, non-tobacco user, non-smoker, uterine adenomyoma, urine odor abnormal, dysuria and pregnancy. She does not drink alcohol. Her husband has h/o hsv. 1st baby resulted from rape. Previously administered products included for an unreported indication: micronor from (B)(6) 2013, seasonique from (B)(6) 2012, loestrin fe from 2011 to (B)(6) 2012 and cetrizine. Concurrent conditions included migraine, anxiety, genital herpes simplex, hypertension, menstruation frequent, vaginal discharge, hematuria and uterine adenomyoma. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2017, clonazepam (clonapin) since 2014 and escitalopram oxalate (lexapro) since 2012 for anxiety, valaciclovir hydrochloride (valtrex) since (B)(6) 2014 for genital herpes simplex, metoprolol since 2011 for hypertension, butalbital;caffeine;paracetamol (fioricet) and sumatriptan succinate (imitrex df) since 2012 for migraine, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2017 for uti as well as butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine) since 2011, cholecalciferol (vitamin d3), fluticasone propionate (flonase allergy relief) since 2012, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2013, loratadine (claritin), ondansetron hydrochloride (B)(6) 2013 to (B)(6) 2016, simvastatin since 2012, vitamins nos (multivitamins) and zolpidem tartrate (ambien) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / vaginal spotting"), 5 months 7 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), nausea ("nausea"), adnexa uteri pain ("ovaries pain") and groin pain ("groin pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics and surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral removal of ovaries) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, nausea, hormone level abnormal, adnexa uteri pain and groin pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, groin pain, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain. At the conclusion of the procedure there were 2 coils seen in the endometrial cavity on the right and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): culture urine - on (B)(6) 2014: 50,000-100,000 cfu/ml of escherichia coli. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No spillage from the fallopian tubes confirming successful blockage. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and cervix cs bilateral tubes. Ultrasound scan - on (B)(6) 2017: adenomyotic uterus noted. Rt ovary has several calcified areas in the upper pole that appear consistent with dermoid tissue, the largest area measured 11 mm. Lt ovary has a slightly haemorrhagia appearing cyst measuring 23x16x21mm, normal dopplers noted. No ff seen. Endo measured 13.1mm.; on (B)(6) 2018: adenomyotic uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain, dysmenorrhea, vaginal hemorrhage, nausea, menorrhagia, abdominal pain, adnexa uteri pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: fu 4 & 5 processed together. Quality safety evaluation of ptc on 30-sep-2019: fu 4 & 5 processed together. Pfs & mr received- medical history, concomitant drugs and lab data were added. Product indication was updated. Patient's race and height were added. Reporter's information was added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / pelvic cramping') in a (B)(6) female patient who had essure (batch no. B53554) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendinitis, migraine, anxiety, premenopause, genital herpes simplex, menstrual disorder, vaginal discharge, menses irregular, non-tobacco user, non-smoker and uterine adenomyoma. She does not drink alcohol. Previously administered products included for an unreported indication: micronor from (B)(6) 2013 to (B)(6) 2013, seasonique from (B)(6) 2012 to (B)(6) 2012, loestrin fe from 2011 to (B)(6) 2012 and cetrizine. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2017, butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine) since 2011, clarithromycin (macrobid) from (B)(6) 2012 to (B)(6) 2017, clonazepam (clonapin) since 2014, escitalopram oxalate (lexapro) since 2012, fluticasone propionate (flonase allergy relief) since 2012, metoprolol since 2011, ondansetron hydrochloride (B)(6) 2013 to december 2016, simvastatin since 2012, sumatriptan succinate (imitrex df) since 2012, valaciclovir hydrochloride (valtrex) since (B)(6) 2014 and zolpidem tartrate (ambien) since 2013. On (B)(6) 2013, the patient had essure inserted. In march 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / vaginal spotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract infection ("uti"), nausea ("nausea"), adnexa uteri pain ("ovaries pain") and groin pain ("groin pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics and surgery (hyst. (Full), salping. (Bilateral), oophorectomy (bilateral removal of ovaries) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, nausea, hormone level abnormal, adnexa uteri pain and groin pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, dysmenorrhoea, dyspareunia, groin pain, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain. At the conclusion of the procedure there were 2 coils seen in the endometrial cavity on the right and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and cervix cs bilateral tubes. Ultrasound scan - on (B)(6) 2018: adenomyotic uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain, dysmenorrhea, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), uti, nausea, hormonal changes, abnormal bleeding (vaginal, menorrhagia) / vaginal spotting, ovaries pain and groin pain. Patient date of birth, lab data, essure removal date, medical history, historical drug, concomitant medication and treatment details added. Essure insertion date was updated. Reporter added. On 20-sep-2019: process with fu 2 incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.